Event description:
Customer reported receiving erratic readings on their blood glucose monitor. Customer reported receiving readings of 20 mg/dl and 106 mg/l within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. Customer reported "symptoms of low blood sugar". It is unknown what actions were taken to ameliorate those symptoms. She did not receive a diagnosis or require third-party medical assistance.

Manufacturer narrative:
The device has been returned and an investigation has determined the complaint was not confirmed and no new issues were observed. All results were within the range specification during control solution testing. The reported reading of 106 mg/dl is the only reported reading present in the meter's memory log.